Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead was not functioning properly. The svc coil was programmed off, and subsequently capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The impedance trend on the svc (superior vena cava) defibrillation coil was variable. Beginning (B)(6) 2015, svc coil impedance has been varying up to 254 ohms and down to 165 ohms. Beginning on (B)(6) 2015, rv coil impedance rose to 85 ohms from a baseline of 48-59 ohms. On (B)(6) 2015, rv coil impedance was greater than 200 ohms. (B)(4).

Event description:
It was further reported that the previous alert had triggered for high svc coil impedance. In addition, the lead alerted months later for high impedance with the rv coil. The rv lead had a confirmed fracture and oversensing. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead had high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.